Event description:
It was reported that a patient was revised on (B)(6) 2022 due to an alleged infection. The patient underwent a polyswap procedure. The following implants were revised: eleos distal femur, axial pin, tibial hinge component, segmental stem - cemented, male-female midsection, tibial baseplate, two tibial augments, stem extension - cemented, and a poly spacer. This event will be reportable as a serious injury due to revision surgery. This record captures the eleos tibial polyspacer.